Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and the patient began treatment with injection imipenem (250mg, twice a day for 14 days, route not reported) for peritonitis. Action with dianeal therapy was not reported. The patient was discharged five days after hospital admission and was recovered from this peritonitis event. No additional information is available.